Event description:
Event description cpi received information that this ventak prx and lead were removed from service due to patient death. The death was reported to have been a witnessed 'sudden death.' Upon interrogation of the ICD, it was found that the ICD was in monitor only mode (sense and detection functions are on but therapy delivery is inhibited), and that hundreds of episodes were recorded by the ICD but no therapy was delivered. Further investigation will be conducted; the ICD will be returned to cpi for analysis.